Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle failed to retract with a 3 ml bd integra¿ syringe. The following information was provided by the initial reporter: safety integra needle failed to retract into integra syringe as it is designed to do. Left an exposed sharp needle.

Event description:
It was reported that the needle failed to retract with a 3 ml bd integra¿ syringe. The following information was provided by the initial reporter: safety integra needle failed to retract into integra syringe as it is designed to do. Left an exposed sharp needle.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.